Event description:
Additional information received reported that a lead fracture was suspected due to high impedance with an abnormal measurement of 862 ohms. An MRI/x-ray/CT scan was done on (B)(6) 2012, but the results were not reported. The patient's symptoms were reported as headaches. The patient did not require hospitalization and there was no patient injury. A lead revision surgery was scheduled for (B)(6) 2012. Subsequent information received reported that both leads were going to be replaced today, (B)(6) 2012 due to loss of therapy and possibly not optimal lead placement. The impedance measurements on the existing devices before lead replacement were as follows: (1) left -c/0 3560 ohms, c/1 3149 ohms, c/2 1011 ohms, c/3 1192 ohms, programmed 3+1-0-; and (2) right (lead in question) - c/0 1277 ohms, c/1 1066 ohms, c/2 1939 ohms, c/3 3908 ohms, 2/3 6176 ohms, 0/3 6176 ohms, 1/3 5228 ohms, 2/3 7287 ohms, 7.5 volts/150/135 c+2-1-, therapy impedance 828 [ohms] and 9.035 [volts]. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient experienced higher than normal impedances for this device on all electrodes instead of just a few e lectrodes as previously reported. There were no falls or trauma reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received revealed that the leads and extension were explanted due to "high impedances, loss of therapy, and lead repositioning difficulty." It was stated that the patient recovered without sequela.

Event description:
It was reported the patient had an increase in symptoms which included depression, urinary urgency, and obsessive compulsive disorder. The patient was in a study and was fully implanted. It was verified that the right implantable neurostimulator (ins) was turned on. The patient reported that the battery level would drop to 25% or 50% after 12 hours; however, it had been over a day and battery level still showed fully charged. The patient believed the ins was not depleting as expected although the patient had not experienced any change in symptoms. Telemetry strips showed high impedances on electrode combinations c/3, 0/3, 1/3, and 2/3 of the right ins. The patient was reprogrammed around the electrodes with high impedances.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 7 482a51, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3550-09, lot# n280998, implanted: (B)(6) 2011. Product type: accessory: product ID 3387s-40, lot# v397819, implanted: (B)(6) 2010. Product type: lead: product ID 3387s-40, lot# v397819, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Manufacturer narrative:
Final device analysis of the lead revealed the following: there were no significant anomalies found. The continuity was acceptable. The body of the lead was found segmented. Final device analysis of the extension revealed the following: there were no significant anomalies found. The body of the extension was found segmented. Upgraded to 'serious injury' to due additional information received.